Manufacturer narrative:
Block b3: date of event: date of event was approximated to 01/01/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block d4, h4: the complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in endoscopy procedure performed on an unknown date. During the procedure, the clip could not deploy. The procedure was completed with another device. There were no patient complications reported as a result of this event.